Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of magnesium was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The event date was reported as 16 september 2025; time was not reported. Review of the suspect pump module s/n 17533186 error log showed no errors were recorded on the reported event date. On 16 september 2025 at 11:43 am, the concomitant pcu event log showed that the pcu and the suspect pump module s/n 17533186 were powered on, and the pump module was assigned with channel b. The dataset installed was identified as sbumc_08_2025, and the profile in use was identified as adult critical care. At 11:51 am the user selected guardrails IV fluids and programmed an infusion with drugid 21 (IV fluid), rate of 999 ml/h, volume to be infused (vtbi) of 200 ml and expected duration of 12 minutes. The infusion started with a primary volume infused (pvi) of 0 ml. At 12:05 pm the infusion completed and the keep vein open (kvo) started. At 12:09 pm the user channeled off the suspect pump module. At 12:11 pm the user restored the infusion and paused. The user programmed a secondary infusion with drugid 454 (magnesium sulfate), drug amount of 2 gr, diluent volume of 50 ml, concentration of 0.04 gr/ml, rate of 50 ml/h, vtbi of 50 ml, dose of 2 gr and expected duration of 1 hour. The user paused the infusion with a secondary volume infused (svi) of 0 ml. At 12:19 pm the user restarted the infusion. At 12:23 pm the user stopped secondary infusion and infused primary infusion. At 12:26 pm the pump module alarmed for air in line, the user paused the infusion and channeled off with pvi of 257.809 ml and svi of 3.118 ml the bd alaris system with guardrails suite mx v12.3.2 user manual states that to prevent a potential uncontrolled flow (free-flow) condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. To prevent a potential uncontrolled flow (free-flow condition), do not use an infusion module if it is damaged in any way or does not appear to be functioning as expected. Uncontrolled flow (free-flow) can result in patient harm. When programming a secondary piggyback infusion, confirm that the programmed secondary vtbi matches the actual volume of the bag (including any additives or overfill). This ensures that the entire secondary volume infuses at the correct rate. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported issue of over infusion magnesium event was not able to be identified. The pump module was found to be infusing within specification, the returned device was fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had over-infused magnesium on (B)(6) 2025. There was patient involvement but no harm. The customer later provided the following information: the intended rate of infusion was 50ml/hr with a volume to be infused of 50ml. The total bag volume and concentration was magnesium 2g in 50ml.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had over-infused magnesium on (B)(6) 2025. There was patient involvement but no harm. The customer later provided the following information: the intended rate of infusion was 50ml/hr with a volume to be infused of 50ml. The total bag volume and concentration was magnesium 2g in 50ml.